Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 407652 lead, implanted (B)(6) 2010; 419588 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, elevated sensing integrity counter (sic), noise, and high rate non-sustained episodes. The lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.